Manufacturer narrative:
The reporter's contact phone number was not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the tip of the three cutting burr devices broke in a row when the surgeon attempted to create suture holes to the bone. It was further reported that the surgeon was able to remove the broken fragments from the bone and continued the surgery with an unspecified spare device. There were no delays in the surgical procedure. There were no adverse consequences to the patient. There was no broken tip remained in the patient's body. All broken tips were successfully removed from the patient's body during the surgery. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of broken cutters was confirmed. It was determined that the cause of this condition was excessive lateral or side to side force during use. The assignable root cause was determined to be due to misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.